Manufacturer narrative:
Date of event: (B)(6) 2016 section other # field is populated with the di number. Additional suspect medical device components involved in the event: model: sc-2138-70 serial: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient's scs was not working and had cramping and jerking in the legs and at the back. It was also reported that the patient was experiencing increase burning pain in her left leg and hypersensitivity. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure as the ipg would not charge. No device malfunction was suspected. It was noted that the lead was repositioned to better cover pain on the left side. All leads were good and only the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's scs was not working and had cramping and jerking in the legs and at the back. It was also reported that the patient was experiencing increase burning pain in her left leg and hypersensitivity. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.